Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci vascular closure specialist that a male patient underwent a diagnostic coronary / carotid renal angioplasty procedure on (B)(6) 2013. Access was obtained at the right femoral artery via a 6f arterial sheath and an 8f venous sheath (models unknown). Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site . The patient was discharged on (B)(6) 2013 (hospitalization reason unknown). It was reported that on (B)(6) 2013, the patient came into the physician's office and the physician noted that the patient had a hematoma (size unknown). The physician had the patient's wife hold manual compression on the right groin for 15 minutes. The physician then instructed the patient to go to the operating room but the patient refused. The physician gave the patient's wife instructions to hold manual pressure on the right groin 3 times a day for 10 to 15 minutes if the hematoma returned. On (B)(6) 2013, the patient came back into the physician's office with pain and a hematoma measuring 4cm x 2cm in size. The physician sent the patient to the emergency room where the patient was admitted . On (B)(6) 2013, surgery was performed on the right groin. The physician removed a "mass" that was described as 3cm x 3cm with foreign body granulations. On (B)(6) 2013, the patient was sent back to the operating room where a 6cm x 5cm x 8.5cm hematoma was noted. The patient remained hospitalized due to additional factors (history of chronic renal failure, hypertension and heart failure). No further information is available.